Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. After performing the product analysis, the device is within specifications. Product analysis could not confirm the deficiency reported by the customer. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for hemostasis during an esophagogastroduodenoscopy (egd) procedure performed within the stomach on (B)(6) 2012. According to the complainant, after the injection gold probe was advanced through the scope and into the patient's stomach, the device failed to conduct electrical current. The device was withdrawn from the patient, and then the procedure was satisfactorily completed using another injection gold probe along with the original generator/equipment. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for hemostasis during an esophagogastroduodenoscopy (egd) procedure performed within the stomach on (B)(6) 2012. According to the complainant, after the injection gold probe was advanced through the scope and into the patient's stomach, the device failed to conduct electrical current. The device was withdrawn from the patient, and then the procedure was satisfactorily completed using another injection gold probe along with the original generator/equipment. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of failed to deliver energy. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.